Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had a kink the following information was received by the initial reporter with the following verbatim it was reported by customer that the kinking is occurring immediately upon removal from the packaging and they experienced flow issues and stuck a patient under the assumption the IV was failing.